Event description:
It was reported that the patient presented to the clinic after the clinic received alerts for atrial noise reversions. In the clinic the lead exhibited over sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.